Event description:
It was reported that following a stenting treatment procedure, in-stent restenosis and stent thrombosis occurred. During the index procedure an unspecified taxus express2 stent was implanted in the right coronary artery (rca) seven years ago. In (B)(6) 2012, the patient presented with chest pain. It was noted that restenosis was present at the proximal taxus express2 stent edge, and collaterals had developed in the rca a few years ago due to the stent occlusion. There also appeared to be thrombosis in the taxus express2 stent. Treatment consisted of angioplasty and the placement of a 3.5x32mm promus element plus stent. No further patient complications were reported and the patient status is fine.

Manufacturer narrative:
Device is combination product.(B)(4).device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4).